Event description:
It was reported that difficulty removing the catheter occurred. An angiojet zelante catheter was selected to treat the target lesion located in the left iliac vein to proximal popliteal vein. After priming, the device advanced over a 0.035 non-boston scientific stiff wire and then began thrombectomy, outside the patient. During the procedure, when the physician started rotating the torque hub of the catheter, there was resistance and tightness. Noise came from the catheter while rotating. After 80 to 90 seconds in thrombectomy mode, saline leak was found on the hub and the physician halted the procedure and withdrew the catheter immediately. While withdrawing, there was resistance in removing the catheter over the wire. A different device was used in completing the procedure. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis, and investigation was completed. Visual and microscopic inspection revealed a twisted hypotube and damaged guidewire lumen at 4.5 cm from the tip. Functional testing showed the catheter operated normally, with no leaks or alarms. A .035 test guidewire was used to perform a guidewire insertion test. The guidewire was unable to pass through the tip at 4.5 cm due to the guidewire lumen damage.

Event description:
It was reported that difficulty removing the catheter occurred. An angiojet zelante catheter was selected to treat the target lesion located in the left iliac vein to proximal popliteal vein. After priming, the device advanced over a 0.035 non-boston scientific stiff wire and then began thrombectomy, outside the patient. During the procedure, when the physician started rotating the torque hub of the catheter, there was resistance and tightness. Noise came from the catheter while rotating. After 80 to 90 seconds in thrombectomy mode, saline leak was found on the hub and the physician halted the procedure and withdrew the catheter immediately. While withdrawing, there was resistance in removing the catheter over the wire. A different device was used in completing the procedure. There were no patient complications reported.